Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2025. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient¿s son had arisen to use the restroom at approximately 1:30 am, and noted his mother was reportedly sleeping comfortably. However, at approximately 6:30 am the patient¿s son discovered the patient had expired when he went to help the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 through (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest due to her significant cardiac history (coronary artery disease, stenosed aortic valve needing replacement). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing treatment when the serious adverse events occurred. The pdrn reported the cause of the serious adverse events was the patient¿s significant cardiac comorbidities. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. The pdrn serious adverse events were reportedly unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior no showed signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2025. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient¿s son had arisen to use the restroom at approximately 1:30 am, and noted his mother was reportedly sleeping comfortably. However, at approximately 6:30 am the patient¿s son discovered the patient had expired when he went to help the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 through (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest due to her significant cardiac history (coronary artery disease, stenosed aortic valve needing replacement). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.